Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0125) had the rate sensing portion removed from service, due to insulation tears. The shocking portion remains in service. A bipolar lead (4285) was implanted.